Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 2 months of implant, drainage was noted at the implant site and the implantable cardioverter defibrillator (ICD) system was removed due to infection. The organism was indicated to be serratia marcescens. No further patient complications have been reported as a result of this event.